Event description:
As reported by the user facility: brief inquiry description: equipment medical device pump issues. Detailed inquiry description: the reported noted the following:" pump infusing epoprostenol giving multiple bubble alarms issues during shift". There was not further information. The tubing lot number and pump serial number was not obtained. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.